Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, a probable root cause could not be identified. The forceps elevator burn is detectable and preventable by handling device in accordance with the following IFU. 3.2 inspection of the endoscope 4.2 using endo-therapy accessories. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the duodenovideoscope had peeled adhesive around the light guide lens and the forceps elevator was burned. There was no patient involvement.